Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a prostatectomy procedure, while passing the suture through the tissue, the needle popped off. The surgeon only threw the suture through the tissue and did not throw a knot. The patient was x-rayed to determine the location and it was decided that to remove it might result in damage. A new suture was used to complete the procedure. The suture was not hydrated prior to use.